Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the vela ventilator the keypad is not responding. The customer reported trying to troubleshoot the device by attempting a user verification test and found the "switch test" failed. The customer reported there was no patient involvement associated with this event.